Event description:
Medtronic received information regarding an external drainage and monitory system. It was reported that the drain tubing broke off the y port on the pressure tubing connected to the drain. The 3-way stop cock proximal to patient was immediately closed to the patient, and the drain clamped. A new drain set up was obtained and set up, connected to patient, drain releveled and zeroed with good wave form displayed on the monitor, icp [intracranial pressure] 14.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.